Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The temperature of the pump had changed just prior to the alarm as the pump was sitting against the skin and then removed for the bolus delivery. The customer's blood glucose level was 187 mg/dl. A pump system check was performed. The cartridge and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The customer was to change the infusion set site and resume insulin delivery.